Manufacturer narrative:
Product analysis: analysis discovered the analyzer had a disturbed patient connector and failed the incoming functional test. The analyzer was sent to the manufacturer for repair and restock. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.